Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The unit had cracks on the display window corner and reservoir tube, as well as a scratched lcd window.

Event description:
It was stated that the unit alarmed motor error during the rewind process. Nothing further was reported.